Manufacturer narrative:
This report is being submitted to correct the impact codes (f10) in section f, and impact codes (h6) in section h.

Event description:
It was reported that this right ventricular (rv) lead was surgically explanted due to perforation that was in the pericardium and confirmed via computerized tomography scan. Increased in threshold was also noted. Thoracotomy performed and replaced the rv lead afterwards. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was surgically explanted due to perforation that was in the pericardium and confirmed via computerized tomography scan. Increased in threshold was also noted. Thoracotomy performed and replaced the rv lead afterwards. No additional adverse patient effects were reported.